Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when opening the mynx control vascular closure device (vcd), the tech found that the sealant had already been exposed. There was no reported patient injury. The vcd was disposed of and a new device was opened. The thermal indicator was not activated (showing a pink color). The device storage temperature did not exceed 25 °c. The sealant sleeves (cartridge assembly) was not out of position. No other information was provided.

Manufacturer narrative:
The issue was noticed when the device was removed from the package. The device was not used in the patient. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when opening the mynx control vascular closure device (vcd), the tech found that the sealant had already been exposed. There was no reported patient injury. The issue was noticed when the device was removed from the package. The device was not used in the patient. The vcd was disposed of and a new device was opened. The thermal indicator was not activated (showing a pink color). The device storage temperature did not exceed 25 °c. The sealant sleeves (cartridge assembly) was not out of position. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. It was reported that ¿when opening the mynx control vascular closure device (vcd), the tech found that the sealant had already been exposed.¿, and that ¿the issue was noticed when the device was removed from the package.¿ however, visual inspection of the device showed that button 1 was depressed approximately ¾ of its total travel, the sealant was partially deployed on the catheter shaft, and the sealant outer sleeve assembly was kinked/bent. Button 2 was not depressed with the stopcock open. The condition of the returned device does not match the description of the incident and indicates that the device may have been inserted in to an exist procedure sheath during the procedure, which may have been contributed to the kinked/bent sealant sleeve assembly of the returned device. No damage was observed in the atraumatic wire distal tip. The syringe and procedure sheath were not returned with the device. Per microscopic analysis, visual inspection at high magnification showed that the sealant was fixed over the balloon proximal tip, and that the sealant outer sleeve assembly was kinked/bent as received. Per dimensional analysis, the catheter working length from distal end of sheath catch to proximal end of balloon of the returned devices were verified and noted to be within specification. Per functional analysis, button 1 was reset to its factory setting. A simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The device performed as intended per the mynx control IFU. A simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The device performed as intended per the mynx control IFU. A product history record (phr) review of lot f2212602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature during prep was not confirmed due to the condition in which the device was received for analysis. The device was exposed to blood, and button one deployment was initiated. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.